Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 439 mg/dl. The customer was assisted with troubleshooting. Customer reported got an insulin flow blocked alert on the pump and stated that he was doing the priming process when she got the block and was not able to finish it. The device will not be returned for analysis.